Event description:
A customer contacted global technical service (gts) regarding a system error 2240 alarm that appeared on the home choice (hc) during drain 2 of 6. Gts had the home patient (hp) press stop. Gts had the hp close all the clamps and cycle twice to clear the error. Gts advised the hp to start with new supplies and call the nurse. Product surveillance made contact with the hp. The hp stated that the lot number was unknown, and there was not a sample available. The hp stated she resumed therapy successfully without any complications. She stated she did not notify her nurse because she was fine. She did not see anything unusual with the supplies, did not disconnect during therapy, and could not think of anything that might have caused the alarm. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; therefore, the assignable cause was not determined. The lot information was unknown; therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).